Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by abdominal pain and cloudy drain. The patient was hospitalized for the reported event. The treatment included vancomycin (dose, frequency and route not reported) and amikacin (dose, frequency and route not reported) for peritonitis. The patient had not yet recovered from the reported event. Additional information was requested, but is not available at this time.